Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Therefore, 50 retention samples were evaluated by visual examination for cap assembly characteristics, and no issues were observed relating to decapping as samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode: decapping. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor decapping complaints.

Event description:
It was reported after using bd microtainer® pst¿ tubes with lh (lithium heparin), the stopper crept out causing leakage in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd microtainer® pst¿ tubes with lh (lithium heparin), the stopper crept out causing leakage in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.